Event description:
As the physician was using this device, the end of the introducer began to unravel (wire reinforced). Voluntary medwatch was received on 01/22/2010 stated: the pt was having an angioplasty of the leg. The cook check flo introducer, a 6 french, used during the procedure was difficult to remove. It was thought that the introducer was broken, so the vessel was exposed surgically and the object removed. When the area was opened, an additional piece was removed that had broken off during the procedure. Additional info was received on 02/23/2010: the physician mentioned that he had a difficult time getting it over the bifurcation in the iliac. He said that it didn't want to go, but he was able to get it over. He said that upon removal it felt like it caught on something and that is when the sheath began to "unravel". He then had to make a cut down to the artery and remove the pieces of the sheath surgically. Pt's outcome is unk as not provided by reporter.

Manufacturer narrative:
(B) (4). The product was returned in a used and damaged condition. The sheath had completely separated approximately 18-1/2 cm from the distal tip. The distal tip was kinked and out of round. The distal portion had numerous kinks. A 1-1/2 cm length longitudinal slit was present in the distal portion approximately 1 cm from the point of separation. The proximal portion had a kink and several flat segments along its length. While the damaged condition of the device is suggestive of calcification in the vasculature, it is difficult to determine with certainty why this failure mode occurred during the procedure. However, it should be noted that prior to withdrawal of the introducer, the dilator should be reinserted, especially in cases of tortuous/diseased anatomy. We are continuing or monitoring of similar events. Appropriate personnel have been notified of this event.